Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/chronic pelvic pain"), abdominal pain lower ("abdominal pain and cramping right lower quadrant"), back pain ("severe back pain"), metal poisoning ("nickel poisoning"), autoimmune disorder ("autoimmune disorders"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a 26-year-old female patient (gravida 3, para 1) who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida ii, parity 1, miscarriage, bipolar affective disorder, unspecified, seizure, adenotonsillectomy, mastoidectomy and ectopic pregnancy. Patient denies tobacco and alcohol use. Patient denies high risk factors. Patient denies std history. Previously administered products included for birth control: paragard iud until (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, ortho evra patch in 2004 and ortho evra patch in 2004; for depression: effexor xr from (B)(6) 2007 to (B)(6) 2007; for migraines: midrin from (B)(6) 2005 to (B)(6) 2006; for an unreported indication: trazodone from (B)(6) 2007 to (B)(6) 2007, diazepam from (B)(6) 2007 to (B)(6) 2007, advair diskus inh from (B)(6) 2007 to (B)(6) 2007, fioricet from (B)(6) 2006 to (B)(6)2006, midrin from (B)(6)2005 to (B)(6) 2006 and xopenex. Past adverse reactions to the above products included genital haemorrhage with loestrin fe 28, ortho evra patch and ortho tri-cyclen; headache with loestrin fe 28, loestrin fe 28, orth tri-cyclen, ortho evra patch and ortho tri-cyclen; and vulvovaginal dryness with orth tri-cyclen. Concurrent conditions included celiac disease, rubber sensitivity, allergic reaction to antibiotics and caffeine consumption (1·2 servings per day). Family history included hypertension (father, mother), diabetes (father, maternal grandmother, mother), carcinoma colon (maternal aunt), breast cancer (maternal aunt) and kidney cancer (maternal grandmother). Concomitant products included aripiprazole (abilify) in 2008 for bipolar affective disorder, unspecified, omeprazole (prilosec) since (B)(6)2007 for celiac disease, axotal (fioricet) since (B)(6)2006 and zolmitriptan (zomig) since (B)(6)2005 for migraine and headache as well as epinephrine (epipen) since (B)(6)2008, oral contraceptive nos, salbutamol sulfate (ventolin hfa) from (B)(6)2010 to (B)(6)2011, sumatriptan (B)(6)-2011 to (B)(6) 2011 and vicodin (hydrocodone w/acetaminophen). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, 15 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue worsening"). On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache worsening of migraine began approximately two weeks after implant of essure") and headache ("headaches worsening/migraine/headache worsening of migraine began approximately two weeks after implant of essure"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), dental caries ("tooth decay"), musculoskeletal pain ("joint and muscle pain"), menorrhagia ("heavy bleeding during menstruation"), depression ("depression"), hormone level abnormal ("hormonal changes") and abdominal pain ("increased abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with duloxetine hydrochloride (cymbalta), topiramate (topamax), paracetamol (tylenol), ibuprofen (motrin), propranolol (inderal), linoleic acid, sumatriptan (imitrex), diphenhydramine hydrochloride (sleep), para-seltzer (excedrin), surgery (diagnostic laparoscopy on (B)(6)2010, surgical removal of essure on (B)(6)2013), surgery (diagnostic laparoscopy on (B)(6)2010) and surgery. Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the back pain, metal poisoning, autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, dental caries, fatigue, musculoskeletal pain, menorrhagia, depression, hormone level abnormal, weight increased, migraine, headache and abdominal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, autoimmune disorder, back pain, dental caries, depression, fatigue, headache, hormone level abnormal, menorrhagia, metal poisoning, migraine, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2007, a paragard iud was removed intact. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. At the conclusion of the procedure, saline was evacuated from the uterine cavity and all instruments were removed from the vagina. Doctor did a visual exam, said he could feel them, and said no hsg test was necessary because coils were in the right place. On 12-feb-2013, the tube was transected and the medial part of the essure was pulled out of the uterus. Hysteroscopy was carried out with normal appearing ostia being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Ultrasound pelvis - on (B)(6)2009: clear fluid cysts on left; on 11-nov-2010: myometrium has a homogeneous echogenicity. (B)(6)2009: examination of vaginal vault reveals no abnormalities. Cervix shows no pathology. Uterine portion of bimanual exam reveals contour normal, shape regular and size normal. Adnexa and par ametria exam reveals left ovary tenderness. Examination of anus and perineum shows no abnormalities. (B)(6)2010: diagnostic laparoscopy: normal pelvis. The uterus appeared to be normal size and consistency and contour. Both tubes and ovaries appeared to be within normal limits .appeared t o be normal as well. Bowel pattern was normal and so was the liver. On (B)(6) 2009, type of test: other (please describe) - doctor did a visual exam, said he could feel them, and said no hsg test was necessary because coils were in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain on left side, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Abdominal pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe back pain, nickel poisoning, and autoimmune disorders. Back pain is anticipated in the reference safety information for essure while nickel poisoning and autoimmune disorders are unanticipated. Back pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between this event and suspect insert cannot be excluded. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Thus, the event nickel poisoning was assessed as unrelated to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the suspected device and the event autoimmune disorders was considered unrelated. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 for permanent contraception. Following the procedure, the plaintiff found out that her insurance would not cover the cost of an hsg (hysterosalpingogram) test to confirm satisfactory placement of both essure coils and full occlusion of both tubes, and her family could not afford to pay for it. Instead of performing an hsg (hysterosalpingogram) test, the physician performed a visual examination and concluded that plaintiff did not need an hsg test because the coils appeared to be properly placed and had fully occluded the fallopian tubes. After being inserted with the essure device, she developed several symptoms, including autoimmune disorders, nickel poisoning, skin rash, hair loss, tooth decay, fatigue, joint and muscle pain, heavy bleeding during menstruation, severe back pain, depression, hormonal changes, and weight fluctuations. In approximately (B)(6) 2010, she underwent a laparoscopic. The physician told her that essure coils contained nickel, and that the nickel in the coils was the likely cause of her symptoms. In 2013, plaintiff underwent a surgery to remove the essure coils. During the procedure, her surgeons removed the segment of the fallopian tubes that were attached to the coils and reconnected the tubes to her uterus. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe back pain, nickel poisoning, and autoimmune disorders. Back pain is anticipated in the reference safety information for essure while nickel poisoning and autoimmune disorders are unanticipated. Back pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between this event and suspect insert cannot be excluded. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Thus, the event nickel poisoning was assessed as unrelated to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the suspected device and the event autoimmune disorders was considered unrelated. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain and cramping right lower quadrant"), abdominal pain lower ("abdominal pain and cramping right lower quadrant"), back pain ("severe back pain"), metal poisoning ("nickel poisoning"), autoimmune disorder ("autoimmune disorders"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a 26-year-old female patient (gravida 3, para 1) who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1, miscarriage, bipolar affective disorder, unspecified, seizure, adenotonsillectomy, mastoidectomy and ectopic pregnancy. Patient denies tobacco and alcohol use. Patient denies high risk factors. Patient denies std history. Previously administered products included for birth control: paragard iud until (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, loestrin fe 28 from (B)(6) 2005, loestrin fe 28 from (B)(6) 2005, loestrin fe 28 from (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, ortho evra patch in 2004 and ortho evra patch in 2004; for depression: effexor xr from (B)(6) 2007; for migraines: midrin from (B)(6) 2005 to (B)(6) 2006; for an unreported indication: trazodone from (B)(6) 2007, diazepam from (B)(6) 2007, advair diskus inh from (B)(6) 2007, fioricet from (B)(6) 2006, midrin from (B)(6) 2005 to (B)(6) 2006 and xopenex. Past adverse reactions to the above products included genital haemorrhage with loestrin fe 28, ortho evra patch and ortho tri-cyclen; headache with loestrin fe 28, loestrin fe 28, orth tri-cyclen, ortho evra patch and ortho tri-cyclen; and vulvovaginal dryness with orth tri-cyclen. Concurrent conditions included celiac disease, rubber sensitivity, allergic reaction to antibiotics and caffeine consumption (1·2 servings per day). Family history included hypertension (father, mother), diabetes (father, maternal grandmother, mother), carcinoma colon (maternal aunt), breast cancer (maternal aunt) and kidney cancer (maternal grandmother). Concomitant products included aripiprazole (abilify) in 2008 for bipolar affective disorder, unspecified, omeprazole (prilosec) since (B)(6) 2007 for celiac disease, axotal (fioricet) since (B)(6) 2006 and zolmitriptan (zomig) since (B)(6) 2005 for migraine as well as epinephrine (epipen) since (B)(6) 2008, salbutamol sulfate (ventolin hfa) from (B)(6) 2010 to (B)(6) 2011, sumatriptan from (B)(6) 2011, topiramate (topamax)(B)(6) 2010 to (B)(6) 2011 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 15 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue worsening"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches worsening"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), dental caries ("tooth decay"), musculoskeletal pain ("joint and muscle pain"), menorrhagia ("heavy bleeding during menstruation"), depression ("depression") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with duloxetine hydrochloride (cymbalta), surgery (diagnostic laparoscopy on (B)(6) 2010, surgical removal of essure on (B)(6) 2013), surgery (diagnostic laparoscopy on (B)(6) 2010) and surgery. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the back pain, metal poisoning, autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, dental caries, fatigue, musculoskeletal pain, menorrhagia, depression, hormone level abnormal, weight increased, migraine and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, autoimmune disorder, back pain, dental caries, depression, fatigue, headache, hormone level abnormal, menorrhagia, metal poisoning, migraine, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, a paragard iud was removed intact. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. At the conclusion of the procedure, saline was evacuated from the uterine cavity and all instruments were removed from the vagina. Doctor did a visual exam, said he could feel them, and said no hsg test was necessary because coils were in the right place. On (B)(6) 2013, the tube was transected and the medial part of the essure was pulled out of the uterus. Hysteroscopy was carried out with normal appearing ostia being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: clear fluid cysts on left; on (B)(6) 2010: myometrium has a homogeneous echogenicity. On (B)(6) 2009: examination of vaginal vault reveals no abnormalities. Cervix shows no pathology. Uterine portion of bimanual exam reveals contour normal, shape regular and size normal. Adnexa and par ametria exam reveals left ovary tenderness. Examination of anus and perineum shows no abnormalities. On (B)(6) 2010: diagnostic laparoscopy: normal pelvis. The uterus appeared to be normal size and consistency and contour. Both tubes and ovaries appeared to be within normal limits. Appeared t o be normal as well. Bowel pattern was normal and so was the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain on left side, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were provided. Patient demographic details provided; historical drug and concomitant drug added; essure lot number 624481 and indication added, start date and removal date updated; miscarriage, device ineffective, pregnancy with essure, migraines, headaches, abdominal pain and cramping right lower quadrant, pelvic pain, and essure confirmation test not done were added as event; weight fluctuations was updated to weight gain; pelvic pain and abdominal pain outcome was recovered; essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain and cramping right lower quadrant"), abdominal pain lower ("abdominal pain and cramping right lower quadrant"), back pain ("severe back pain"), metal poisoning ("nickel poisoning"), autoimmune disorder ("autoimmune disorders"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a 26-year-old female patient (gravida 3, para 1) who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1, miscarriage, bipolar affective disorder, unspecified, seizure, adenotonsillectomy, mastoidectomy and ectopic pregnancy. Patient denies tobacco and alcohol use. Patient denies high risk factors. Patient denies std history. Previously administered products included for birth control: paragard iud until (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, ortho tri-cyclen from (B)(6) 2005 to (B)(6) 2007, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, loestrin fe 28 from (B)(6) 2005 to (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, orth tri-cyclen from 2004 to (B)(6) 2005, ortho evra patch in 2004 and ortho evra patch in 2004; for depression: effexor xr from (B)(6) 2007 to (B)(6) 2007; for migraines: midrin from (B)(6) 2005 to (B)(6) 2006; for an unreported indication: trazodone from (B)(6) 2007 to (B)(6) 2007, diazepam from (B)(6) 2007 to (B)(6) 2007, advair diskus inh from (B)(6) 2007 to (B)(6) 2007, fioricet from (B)(6) 2006 to (B)(6) 2006, midrin from (B)(6) 2005 to (B)(6) 2006 and xopenex. Past adverse reactions to the above products included genital haemorrhage with loestrin fe 28, ortho evra patch and ortho tri-cyclen; headache with loestrin fe 28, loestrin fe 28, orth tri-cyclen, ortho evra patch and ortho tri-cyclen; and vulvovaginal dryness with orth tri-cyclen. Concurrent conditions included celiac disease, rubber sensitivity, allergic reaction to antibiotics and caffeine consumption (1·2 servings per day). Family history included hypertension (father, mother), diabetes (father, maternal grandmother, mother), carcinoma colon (maternal aunt), breast cancer (maternal aunt) and kidney cancer (maternal grandmother). Concomitant products included aripiprazole (abilify) in 2008 for bipolar affective disorder, unspecified, omeprazole (prilosec) since 5-(B)(6) 2007 for celiac disease, axotal (fioricet) since (B)(6) 2006 and zolmitriptan (zomig) since (B)(6) 2005 for migraine as well as epinephrine (epipen) since (B)(6) 2008, salbutamol sulfate (ventolin hfa) from (B)(6) 2010 to (B)(6) 2011, sumatriptan (B)(6) 2011 to (B)(6) 2011, topiramate (topamax) (B)(6) 2010 to (B)(6) 2011 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 15 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue worsening"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches worsening"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), dental caries ("tooth decay"), musculoskeletal pain ("joint and muscle pain"), menorrhagia ("heavy bleeding during menstruation"), depression ("depression") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with duloxetine hydrochloride (cymbalta), surgery (diagnostic laparoscopy on (B)(6) 2010, surgical removal of essure on (B)(6) 2013), surgery (diagnostic laparoscopy on (B)(6) 2010) and surgery. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the back pain, metal poisoning, autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, rash, alopecia, dental caries, fatigue, musculoskeletal pain, menorrhagia, depression, hormone level abnormal, weight increased, migraine and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, autoimmune disorder, back pain, dental caries, depression, fatigue, headache, hormone level abnormal, menorrhagia, metal poisoning, migraine, musculoskeletal pain, pelvic pain, pregnancy with contraceptive device, rash and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, a paragard iud was removed intact. The essure tubal sterilization coils were meticulously placed in each ostia bilaterally. At the conclusion of the procedure, saline was evacuated from the uterine cavity and all instruments were removed from the vagina. Doctor did a visual exam, said he could feel them, and said no hsg test was necessary because coils were in the right place. On (B)(6) 2013, the tube was transected and the medial part of the essure was pulled out of the uterus. Hysteroscopy was carried out with normal appearing ostia being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: clear fluid cysts on left; on (B)(6) 2010: myometrium has a homogeneous echogenicity. (B)(6) 2009: examination of vaginal vault reveals no abnormalities. Cervix shows no pathology. Uterine portion of bimanual exam reveals contour normal, shape regular and size normal. Adnexa and par ametria exam reveals left ovary tenderness. Examination of anus and perineum shows no abnormalities. (B)(6) 2010: diagnostic laparoscopy: normal pelvis. The uterus appeared to be normal size and consistency and contour. Both tubes and ovaries appeared to be within normal limits .appeared t o be normal as well. Bowel pattern was normal and so was the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain on left side, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were provided. Patient demographic details provided; historical drug and concomitant drug added; essure lot number 624481 and indication added, start date and removal date updated; miscarriage, device ineffective, pregnancy with essure, migraines, headaches, abdominal pain and cramping right lower quadrant, pelvic pain, and essure confirmation test not done were added as event; weight fluctuations was updated to weight gain; pelvic pain and abdominal pain outcome was recovered; essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.